Event description:
The customer reported to olympus, error e226 was displayed on the videos system center when it was connected to the camera head due to liquid. It is unknown when the issue occurred. The intended procedure was a colonoscopy. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The device was returned to a olympus repair center for inspection, and the customer's reportable malfunction error e226 (endoscope communication failure) was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: deterioration of the top cover, rear panel and the chassis. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.